Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unknown issue that the subject meter showed ¿something about the blood and test strips¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.